Event description:
A report was received that a pt was implanted with the precision system and passed away over night. The physician does not know if the pt's death was device related. An autopsy will be performed and the results will be available in the near future.